Event description:
Smiths medical int'l ltd. Has been notified of an event that it was reported that a pt in recovery for a brain infarct/aneurysm of aorta had a subsequent operation for narrowing of the airway. It was noted that the suction catheter could not be fully inserted, however, the pt was breathing spontaneously. The pt's sp02 dropped, asphyxia caused by phlegm was suspected; however, suctioning of the airway produced little phlegm. The tube was removed, checked for occlusion and reinserted as clear. Manual respiration with an ambulatory mask was conducted; however, significant resistance was met. The suctionaid tube was removed and replaced with one size smaller tube. The hosp performed bronchoscopy but was unable to confirm placement. Pt died. Event occurred in another country.